Event description:
Problem with testing of human blood on hematology analyzer. Results are not within qa limits. Proficiency testing results are out of bounds. Rptr entered into a lease agreement with the MFR in 1/94 to use this analyzer for human blood testing, and either because of an inherent mfg defect or lack of proper co svc and updates, this machine is unfit for testing purposes. Rptr had svc many times to try to repair the problems with this machine, and not only did they not repair it, it developed add'l problems shortly after the svc calls. Rptr, by federal law, must participate in proficiency testing, where they are graded on results they obtain on unknown specimens. Their results for this survey have been unacceptable to the agency to the point that they either must use another analyzer for testing or lose their ability to perform this testing. The co has adamantly refused to render any solution, and has even put rptr into collection for the payments that they refuse to pay.